Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced loss of cgm connectivity to the ilet while in bg-run mode and required assistance pairing a dexcom sensor; blood glucose rose above 400 mg/dl for a couple of hours, and the user injected insulin during the call per backup therapy guidance. Symptoms included hyperglycemia without reported loss of consciousness, diabetic ketoacidosis, or other acute complications. Outcomes included temporary limitation of device functionality due to cgm disconnection and the need for user intervention and education. Investigation included complaint review, technical troubleshooting with guidance to pair the sensor via device settings, and clinical use education to disconnect from ilet and delay reconnection for at least two hours after an insulin injection. Investigation of this case revealed that the cgm pairing issue was resolved during the call and that the user managed hyperglycemia with injected insulin and supportive assistance from a friend. It was concluded that hyperglycemia occurred in the context of cgm disconnection and was addressed through backup therapy and successful sensor pairing, with no medical intervention or hospitalization required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.